Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that there was a low out of range impedance of 56 ohms. It was reported that the patient had good control until the implantable neurostimulator (ins) replacement on (B)(6)-2013. It was stated that the right ins did not show any problems, but the impedances on the left ins were high (0.7 volts, c/0 4776 ohms, c/1 5009 ohms c/2 3448 ohms, c/3 xxx; at 3.0 volts, c/0 4776 ohms, c/1 5009 ohms, c/2 3448 ohms, and c/3 781 ohms). After the surgery, the patient¿s right hand and leg became ¿bad¿ and the settings were changed. It was stated that the dystonic tremor was stressful. The impedances were checked on (B)(6)-2013 and they were still high on the left ins (0.7 volts, c/0 3901 ohms, c/1 790ohms c/2 3042 ohms, c/34923 ohms). The manufacturer representative then switched from constant voltage to constant current stimulation. On (B)(6)-2013, the setting were changed (¿gpi1¿ 0+1- 1.6mamps, 210microsec, 125 hertz, therapy impedance of 3306 ohms, 3.271 volts; ¿gpi2¿ 1-3+ 1.4mamps, 150microsec, 125 hertz, therapy impedance 2765 ohm, 3.378volts). It was stated that the changes worked well for 3 days. The patient¿s right symptoms got worse. When the patient was seen on (B)(6)-2013, the therapy impedances were ¿gpi1¿ 1286 ohms and ¿gpi2¿ xxx ohms. The contacts for ¿gpi2¿ were changed to 1-3+ to 1+2-. Then when the patient was seen on (B)(6)-2013, the therapy impedance for ¿gpi1¿ was xxx ohms. It was also mentioned at that visit that the patient was unable to use the patient programmer. The settings from ¿gpi1¿ were then changed from 0+1- to 0+2-. The therapy impedances were reported as good (around 2000 ohms) at that time. It was later reported that the patient was seen on (B)(6)-2013, the ¿gpi1¿ impedance was xxx ohms. The decision to switch back to continuous voltage control was made (¿gpi1¿ was switched to 2.9 volts, 0+1-2-, 400 microsec, 130 hertz, and therapy impedance of 2705 ohms). When the patient was seen on (B)(6)-2013, she stated that she had to charge every day. The therapy impedance at that time was 56 ohms and the voltage was high. While adjusting, the patient felt a ¿flash sensation¿ even when the voltage was 0.3 volts. The ins was then turned off. The lead was planned to be replaced. Additional information received reported that the impedances did not resolve. X-rays showed that the adapter was twisted and a rotation in the ins was observed. The cause of the event was unknown. The adapter and ins were replaced on (B)(6)-2013. The patient was waiting for a lead replacement. It was later reported that the lead will be replaced on (B)(6)-2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a new implantable neurostimulator (ins) was not implanted on the day the high impedance was found. The lead impedances were measured with an external neurostimulator (ens) and low impedances were found before replacement. The high impedances were found and were considered to be the same lead related issue. The lead was explanted on (B)(6) 2013.